Event description:
According to the initial reporter, the rep spoke with the physician about a fenestrated case performed on (B)(6) 2025. There was a leak at the end of the case that couldn¿t be identified where it was coming from. The physician decided to do a follow-up cta in a week to determine if the leak is still present and to see where it might be coming from. The physician shared with that he wanted to make sure that it is not coming from a tear in the graft fabric. As of now, there is no patient harm but wanted to make aware that we have a follow-up cta in a week to determine if leak is still present and if so to help identify from where it might be coming from. The implanted grafts were as follows: g32545 ¿ lot ac1192922. G32551 ¿ lot ac1156059. G55243 ¿ lot 15819493. G55245 ¿ lot 16707596. G55207 ¿ lot 16449683. Patient outcome as of now ((B)(6) 2025), there is no patient harm but the physician wanted to make aware that we have a follow-up cta in a week to determine if leak is still present and if so to help identify from where it might be coming from. Additional information provided: no difficulty during deployment. There was minimal tortuosity. The grafts went up easily and aligned perfectly with the anatomy. Cannulation and stenting of the vessels occurred quickly. Case went very smooth and at final fun there was a significant leak which appeared to be between the proximal and distal fenestrated pieces (g32545 ¿ lot ac1192922 and g32551 ¿ lot ac1156059). We then placed a cuff (g55207 ¿ lot 16449683) between the proximal and distal pieces and re-ballooned. The leak appeared less but was still present so we re-ballooned all overlaps with the limbs and did kissing balloons with the limbs in the distal bifurcated body. After re-ballooning of the limbs, the leak became worse. After ruling out that the leak wasn¿t a 1b from either limb and it wasn¿t a 1a he believed that it was coming from the overlap between the proximal and distal fenestrated pieces that the cuff did not repair. First follow-up cta occurred on (B)(6) after the (B)(6) implant date. At that point, leak was still present but dr. Murray shames was unsure exactly where it was coming from but questioned if it could be from a tear in the crotch of the distal fenestrated piece (g32551 ¿ lot ac1156059). He plans to rescan in a month and then possibly re-intervene. He mentioned re-lining from below the lowest renal with a gore bifurcated body. He asked that cook investigate.